Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: product code 150600008, work order (B)(4), was manufactured on 26 may 2014. All (B)(4) parts in work order (B)(4) were manufactured per specification, and all raw materials met specification. All (B)(4) parts in work order (B)(4) were sterilised per specification, and all raw materials met specification. There are no nrs associated with this lot.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain, lingering infection and loosening of the tibial component at the cement to implant interface. Unknown cement was used. Surgeon decided to do a two stage revision with an antibiotic spacer. It was also reported that during explanting, the attune tibial base plate was loose and immediately care out without force and there was no cement on the backside of the implant. This was the cause for pain and possible infection. No surgical delay. Doi: (B)(6) 2015, dor: (B)(6) 2021, right knee.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that there are no instruments broke during surgery. The sales consultant did not have access to the testing results that indicate if an infection was present and unsure if the knee was infected so it cannot be determined what caused the loosening. The surgeon indicated that he believed the cause of loosening to be the old attune tibial base plate.